Manufacturer narrative:
(B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that transfer set leaked. This occurred during a drain cycle. The patient was connected. The patient found that the drain line and drain bag were not seated well. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with naked eye and magnification which identified a hole in the matte side of the bag at the port seal. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing; the device failed leak testing due to a leak through a hole in the bag at the port seal. A batch review was conducted. The reported issue was verified and the cause was determined to be due to a hole in the material. Should additional relevant information become available, a supplemental report will be submitted.